Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, a non-recoverable fault 32056 was detected on the axes controller, arm (aca) of the universal surgical manipulator (usm) arm 2 during system startup. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the onsite event logs and confirmed the fault. Despite the customer performing a power cycle on the system, the issue persisted, leading to the decision to abort the procedure to another da vinci system. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified prior to starting the da vinci-assisted surgical procedure, during the pre-anesthesia phase, with no ports placed.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and in artemis, the error 32056 was found indicating aca in usm failed to initialize i2c device, confirming the fault had occurred in the field. The usm was installed onto a golden system where the error 32056 was triggered, replicating the reported event. The usm was then installed onto a patient site cart (psc) fixture test platform (pftp) where agc current was found to be failing on the yaw searchlight. Once testing was completed, the yaw searchlight ffc was aba tested and was verified to be the source of the fault. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.